Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus / basal delivery. The insulin pump was unable to confirmed error alarm due to over written history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, reservoir tube window corners and battery tube threads, minor scratched display window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm during the rewind step on the insulin pump. The customer did not drop or bump the insulin pump. Customer's blood glucose was 188 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.